Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Therefore, visual evaluation could not be performed. Pre-existing conditions and duration of devices implanted were unknown due to limited information provided by the customer. However, the device was located on tooth # 19. X-ray or picture was not provided. A device history record (DHR) and complaint record review could not be performed as no item or lot number was provided by the customer. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that an unknown legacy zimmer healing abutment screw fractured in a well seated (4.7x13mm) implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes h10: additional narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown legacy zimmer healing abutment screw fractured in a well seated tsv (4.7 x 13mm) implant. Patient was scheduled for screw removal; no injury was reported to the patient and implant remains implanted at the time of this report.